Manufacturer narrative:
Section h6: health effect, impact code and medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of low flow alarms was confirmed by an onsite abbott representative. According to the account, the reported low flow alarms were thought to be due to a small body size, hypovolemia, and bleeding. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on the hm 3 lvas, serial number (B)(6) with no further related issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) rev. G, and the hm 3 lvas patient handbook rev. G, are currently available. It was reported that the hm3 lvas, serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. Abbott labeling lists the hm3 for approved use as an lvad. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the hm 3 lvas. Additionally, section 6 of the IFU, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. The IFU also addresses all pump parameters, including pump flow. Additionally, section 6, "patient care and management", provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The IFU also states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. The handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flow alarms due to a small body size, hypovolemia, and bleeding. The source of the bleeding was unknown and there was no surgical bleeding. The bleeding was treated and resolved with blood and platelets. The patient had biventricular assist device which was also related to the low flow alarms. It was noted that the patient was on extracorporeal membrane oxygenation (ECMO) before implantation. The patient had a flow around 2.5 liters per minute (lpm) and 3 lpm, but it was often below 2.5 lpm. A low flow controller was provided to avoid alarms during the night and improve patient quality of life. The alarms resolved with the software upgrade.